Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per the user facility: the pump was smoking from the back. The pump was attached to a patient at the time but no patient injury occurred.

Event description:
As per the user facility: the pump was smoking from the back. The pump was attached to a patient at the time but no patient injury occurred.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned. Without the actual device/logs a thorough investigation could not be performed and further evaluation is not possible. If the device and/or additional pertinent information becomes available a follow-up report will be filed.